Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation.

Event description:
It was reported that the patient's battery broke through the skin. Reportedly, the patient had lost weight. As a result, the patient's system was explanted.